Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and then was hospitalized in intensive care on (B)(6) 2019. The customer¿s blood glucose level at the time of hospitalization was in the range of 350 mg/dl to 400 mg/dl and then it later spiked up to 600 mg/dl. The customer was treated with manual injections and intravenous drip. Customer reported that the customer was in the intensive care for 9 days. The customer was wearing the insulin pump within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis.